Event description:
The article, "persistence of residual shunt at 6 and 12 months after transoesophageal echocardiography-guided percutaneous closure of a patent foramen ovale for cryptogenic stroke", was reviewed. The article presented a case study of a 50 year old patient. It was reported on an unknown date, a 30mm amplatzer pfo occluder was chosen for a patent foramen ovale (pfo) implant procedure. The patient's pfo measured 15mm in diameter. It was then reported 12-months post-procedure, significant residual shunt was reported. It was reported the residual shunt was no longer present during a follow-up 58-months post-procedure. [The primary and corresponding author is robbert de winter, cardiology, amsterdam umc, locatie amc amsterdam, netherlands, with corresponding email: r.j.dewinter@amsterdamumc.nl].

Manufacturer narrative:
A2 - age at time of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature article title "persistence of residual shunt at 6 and 12 months after transoesophageal echocardiography-guided percutaneous closure of a patent foramen ovale for cryptogenic stroke". As reported in a research article, persistence of residual shunt at 6 and 12 months after transoesophageal echocardiography-guided percutaneous closure of a patent foramen ovale for cryptogenic stroke. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.